Manufacturer narrative:
(B)(4). To date the sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that there were small pieces of thread falling off the sponges into the sterile field which were removed. The sponge remained intact. Not every sponge in every pack is shredding about half in the pack. No patient injury reported.